Event description:
It has been reported to philips the device touch screen works intermittently.

Event description:
Philips received a complaint tempus pro patient monitor indicating that the device touch screen stopped working. Malfunction observed outside of clinical use.